Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('medical device removal') in a 38-year-old female patient who had essure inserted for female sterilization. The patient's medical history included migraine and headache. Concurrent conditions included menorrhagia, uterine bleeding, nabothian cyst and adenomyosis. On (B)(6) 2017, the patient had essure inserted. On (B)(6) 2018, the patient underwent medical device removal (seriousness criteria medically significant and intervention required), 3 months 21 days after insertion of essure. The patient was treated with surgery (total laparoscopic robotic-assisted hysterectomy with bilateral salpingectomy.). Essure was removed on (B)(6) 2018. At the time of the report, the medical device removal outcome was unknown. The reporter considered medical device removal to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 10-jul-2020: quality safety evaluation of ptc (product technical complaint). 1st&2nd follow up process together. On 22-jun-2020: medical record received new reporter information, medical history was added. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('medical device removal') in a female patient who had essure inserted for female sterilization. On (B)(6) 2017, the patient had essure inserted. On (B)(6) 2018, the patient underwent medical device removal (seriousness criterion medically significant), 3 months 21 days after insertion of essure. The patient was treated with surgery (device removal on (B)(6) 2018). Essure was removed on (B)(6) 2018. At the time of the report, the medical device removal outcome was unknown. The reporter considered medical device removal to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.